Manufacturer narrative:
The complaint devices have been received and evaluated visually. One of the devices appears burnt/degraded around the active tip, and a portion of the metal plate has broken off; this condition, the missing metallic mass, noted during the device's evaluation causes us at this time to revisit the decision tree and re-classify this issue to a malfunction / near incident. We must assume that the device degraded during use, and its use would only be while in the body. The missing fragment is not accounted for. Mitek is aware of this failure mode. A product problem investigation lead to a few manufacturing changes that were implemented to lessen the occurrence of this issue. In addition to these changes, several hypotheses have been developed from historical issues that could potentially lead to this type of failure: tip burial activation: this can cause carbon tracking between active and return creating an "output short" error code on the generator. This is considered to be a user issue and external failure. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths. This is considered to be a user issue and external failure. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Outside of the above hypotheses, we cannot discern any root cause for the reported failure. The device has been sent to the manufacturer for further evaluation. If the conclusion of the manufacturer's evaluation differs from the above hypotheses, a follow-up report will be filed detailing our findings. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Outside of this, no further action is warranted.

Event description:
The devices stopped working during the use. Benign intervention extended time. A 4th device was used to complete the case. Four devices were used to realize the procedure whereas only one expected, and needed.